Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use, the customer reported decreased oxygen while using the pixie oxygenator. The oxy was used to complete the procedure with the aid of anesthesia ventilation to increase oxygenation. There was no adverse patient effects. No perfusion records available.